Manufacturer narrative:
Blocks d9 & h3: the visions pv catheter was returned for evaluation. Block h3: the visions pv catheter was returned in two pieces. The distal section includes a portion of the distal tip, scanner body, inner member, and portion of the distal shaft; measuring approx. 34.9 cm in length. The proximal section includes a portion of the distal shaft, proximal shaft, luer, and connector; measuring approx. 137.1 cm in length. Visual inspection found a stretched distal shaft. At the location of the separation, the microcables and core wire were exposed, resulting in sharp edges observed. The total overall length of the usable catheter should be 147.5 - 152.5 cm, which is approx. 19.5 cm longer due to the stretched distal shaft. Block h6: the probable cause of the separation was likely damaged during use/handling. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device resulting in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014 rx catheter was used in a peripheral therapeutic procedure in a severely calcified sfa. During removal, approx. 12 inches of the catheter separated but remained intact to the non-philips guidewire. Both the catheter and guidewire were removed as a system. Angio confirmed nothing was left in the patient. No patient injury reported. This product problem is being submitted because the visions shaft separated inside the patient; potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . The visions catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.